Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from a deformed stopper-367846 2ml, 13mm x 75mm bd vacutainer® k2edta tube. Found after use. No serious injury or medical intervention noted.

Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for defective stopper molding (leakage) with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for defective stopper molding (leakage) with the incident lot was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd has reviewed specific areas in the manufacturing process where the cause of this issue originated. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. CAPA is not necessary at this time.